Manufacturer narrative:
The device was not returned to zoll medical corporation but was evaluated by an approved service provider. During the investigation it was noted that the device was subjected to full functional testing, and no discrepancies were found. Review of the device logs identified multiple power-off events, including shutdowns due to battery removals, a low voltage shutdown, and a shutdown initiated by a power button press. The log also showed repeated toggling between ac connected, battery in and ac disconnected, battery in, indicating the device may have had difficulty consistently recognizing battery/ac status. As a precaution, the battery connection assembly, ac connector studs, and battery will be replaced to reduce the probability of recurrence. The device was recerified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.